Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical.

Event description:
User reported that their pump stopped briefly a couple of times during a case. The user believes the pump stopped randomly without showing any alerts/alarms, flashing leds. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Follow-up: we are currently still waiting for the device to be retuned for investigation. Conclusion will be provided once investigation is complete.

Event description:
User reported that their pump stopped briefly a couple of times during a case. The user believes the pump stopped randomly without showing any alerts/alarms, flashing leds. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Follow-up: we are currently still waiting for the device to be retuned for investigation. Conclusion will be provided once investigation is complete. Secondary follow-up: an investigation into the device logs appear to indicate mcu and/or the driver are damaged due to esd to confirm the issue, the device must be returned to spectrum medical for investigation. We are still waiting on the return of the device for investigation. Tertiary follow up: investigation will be concluded on return of device to manufacturer.

Event description:
User reported that their pump stopped briefly a couple of times during a case. The user believes the pump stopped randomly without showing any alerts/alarms, flashing leds. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Follow-up: we are currently still waiting for the device to be retuned for investigation. Conclusion will be provided once investigation is complete. Secondary follow-up: an investigation into the device logs appear to indicate mcu and/or the driver are damaged due to esd to confirm the issue, the device must be returned to spectrum medical for investigation. We are still waiting on the return of the device for investigation.

Event description:
User reported that their pump stopped briefly a couple of times during a case. The user believes the pump stopped randomly without showing any alerts/alarms, flashing leds. There was no patient harm as a result of this suspected malfunction.